Manufacturer narrative:
One small plastic vial was returned with a small plastic screened container inside. The pack and components involved in the event were not returned. Visual inspection found one white particle approximately 3mm long by 2mm wide. The particle is hard to the touch. The particle was sent to an outside lab for further analysis. The particle was analyzed using a spectrometer. The spectroscopy analyses indicated that the composition of the white particle consists primarily of poly-carbonate with lesser concentrations of silicone, calcium, chlorine, aluminum and sulfur. This is consistent with mineral deposits and saline residue. The source of the particle cannot be determined.

Manufacturer narrative:
The product involved in this complaint was not returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) stating that during the procedure a poly-carbonate particle came into the patient's eye through the cassette/tubing system. The particle was removed by the surgeon without patient impact/injury.